Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was automatically disabled. Technical services discussed there are low amplitude r-waves and provided troubleshooting options. Additional information was provided. This s-ICD delivered an inappropriate shock due to noise oversensing and there were low amplitude r-waves observed as well as the smart pass feature being off. The noise was unable to be reproduced with isometric movements. It was advised to run auto set-up to assess the sensing vectors and secondary was recommended, however, all vectors failed. The patient is planned to be enrolled in latitude and will continue to be monitored. The s-ICD remains in service. No adverse patient effects were reported.